Event description:
The Biomedical Engineer (BME) reported that this G5 Monitor would not obtain a Non-Invasive Blood Pressure (NIBP) reading for patients with high blood pressure when this transport monitor was connected. No patient harm was reported.

Manufacturer narrative:
The Biomedical Engineer (BME) reported that this G5 Monitor (CU-152RA, SN: (b)(6)) would not obtain a Non-Invasive Blood Pressure (NIBP) reading for patients with high blood pressure when a transport monitor (BSM-1753A, SN: (b)(6)) was connected. The hose connector had been modified for use with Welch Allyn cuffs. However, the BME replaced the cuff and hose with known working ones, but the problem persisted. The BME also replaced the BSM-1753 and confirmed the issue occurred intermittently. The initial cuff pressure setting was set at 180 mmHg and was increased to 225 mmHg, but the issue persisted. When the BSM-1753 was removed from the G5 unit, the BSM-1753 obtained a BP reading, even when elevated, within two to three cycles. When the BSM-1753 was connected, the G5 attempted eight cycles and failed. No patient harm was reported.Nihon Kohden continues to investigate the reported event. Nihon Kohden will submit a supplemental report in accordance with 21 CFR Section 803.56 when additional information becomes available.ADDITIONAL DEVICE INFORMATION: D10 Concomitant Medical Device: The following device was used in conjunction with the G5 Monitor:BSM-1700:Model #: BSM-1753A.Serial #: (b)(6).Device Manufacturer Data: 11/08/2024 (Nov.)Unique Identifier (UDI) #: (b)(4).Returned to Nihon Kohden: Not returned.